Manufacturer narrative:
Corrected h6 type of investigation. Corrected h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. However, the occurrence or reoccurrence of this event could not be denied. The occurrence of a weak suction is not irreversible or is it considered physical failure. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflator had weak suction pressure. The issue occurred during the therapeutic procedure and it was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the reported event specifically occurred when stepping on the smoke evacuation foot switch. The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, the occurrence or reoccurrence of this event could not be denied. The occurrence of a weak suction is not irreversible or is it considered physical failure. During the device evaluation it was observed that there was no image due to a failure of the video cable connectors. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h3 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause weak suction could not be determined. Olympus will continue to monitor field performance for this device.